Manufacturer narrative:
Concomitant medical products: as gore was unable to determine which device was involved in the event if any; additional device(s) implanted include: tgu313110; patient medications include but are not limited to: aspirin, beta blockers, ace inhibitors. The information described in this report was collected by the society of vascular surgery patient safety organization for the vascular quality initiative (vqi). Vqi data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the vqi. Therefore, further investigation is not possible. A review of the manufacturing records could not be performed as the lot number was not available, as such no UDI number was available. The date of implant and events are estimated as actual dates were not provided. It is not known if these event(s) have been previously reported. According to the gore® tag® thoracic endoprosthesis instructions for use (IFU) complications associated with the use of the may include but are not limited to: aneurysm expansion,

Event description:
The patient referenced in this event file is enrolled in a collaborative society for vascular surgery vascular quality initiative (svs vqi) dissection project. The purpose of this post-approval surveillance, using the svs vqi registry, is to obtain data that can be used to refine the selection of, and treatment strategy for patients with type b aortic dissections managed through endovascular graft repair. Specifically, this surveillance project evaluates the short- and long-term clinical performance of endovascular grafts for the treatment of type b thoracic aortic dissection, following premarket approval. Multiple manufacturers are participating in the svs vqi dissection project and the below information involves a patient treated with an endovascular gore® device. On or about (B)(6) 2014, this patient underwent endovascular treatment for acute thoracic aortic dissection extending from zone 3 to zone 15. The primary entry tear was located in zone 5. Two conformable gore® tag® thoracic endoprostheses (tgu313110, tgu313115) were advanced and implanted successfully to cover the primary entry tear. Additionally, the celiac artery was intentionally covered. The maximum total aortic diameter within the diseased segment being treated was reported to be 36mm. The patient tolerated the procedure and was discharged to home on post-operative day (pod) 14. On unknown pod 46 the ltf maximum diameter within the treated aorta was reported to measure 24mm. On unknown pod 340 the ltf maximum diameter within the treated aorta was reported to measure 22mm. On unknown pod 723 the ltf maximum diameter within the treated aorta was reported to measure 25mm. On unknown pod 1406 the ltf maximum diameter within the treated aorta was reported to measure 34mm. No reinterventions have been reported for the patient. Further investigation was not possible as this is a double blind study and identifiable data as to site(s), physician(s), patient(s), device(s) and/or specific date(s) are not being provided.